Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the display screen on their device was blank. The reporter stated that this occured after the pump was exposed to water. During the course of troubleshooting the reporter noted that the battery cap was loose and that there was moisture present within the battery compartment. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the 'blank' screen could not be duplicated during the investigation. The screen was is fully illuminated and fully functional at startup and there was no evidence of moisture visible on display. A leak test found a battery compartment leak. The pump was opened to further investigate for moisture damage and evidence of moisture ingress was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.